Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump's button was taking time to respond event after self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. Keypad unresponsive or button error alarm not confirmed. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. (B)(4).